Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No further investigation is required.

Event description:
A caregiver reported his son, the customer, obtained lower values with a diagnosis- upward trend arrow when scanning the adc freestyle libre sensor. On (B)(6) 2019, sensor scans of 80mg/dl and 120mg/dl were obtained and the customer developed vision loss, headaches, dizziness, and subsequently lost consciousness. The customer was taken to the hospital where a blood glucose of 800mg/dl was obtained on the hospital meter. The customer was treated with insulin and an IV for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported his son, the customer, obtained lower values with a diagnosis- upward trend arrow when scanning the adc freestyle libre sensor. On (B)(6) 2019, sensor scans of 80mg/dl and 120mg/dl were obtained and the customer developed vision loss, headaches, dizziness, and subsequently lost consciousness. The customer was taken to the hospital where a blood glucose of 800mg/dl was obtained on the hospital meter. The customer was treated with insulin and an IV for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.